Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Device had cracked case at display window corners, battery tube threads, belt clip slot and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and it could not be cleared due to the buttons not responding. The customer stated she wears the device in her bra and it was exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.